Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch ultra 2 meter was reading inaccurately low and recording the results incorrectly in the device's memory. The reporter claimed that she did not realize that the meter was reading inaccurately low until she reviewed the meter's memory. The reporter claimed that the readings obtained right after testing were inaccurately low and did not match the results stored in the device's memory. The pt tests his blood glucose 3-4 times a day. He takes lantus insulin once a day at night and sliding-scale humalog insulin based on his meter readings. The reporter indicated that the alleged meter issue started on an unspecified date/time 2 weeks prior to contacting lfs the same day. During the time of concern, the reporter claimed that the pt got meter readings between "90-100 mg/dl." Based on the meter readings, the pt took his prescribed dosages of sliding-scale humalog insulin. On an unspecified date/time after the alleged issue began, the reporter claimed that the pt developed high blood glucose symptoms of frequent urination and feeling hot but the meter still allegedly gave meter readings around "90-100 mg/dl." Due to the symptoms, the reporter took the pt to a hosp where the pt's blood glucose was tested on an unidentified device. According to the reporter, she claimed that the hosp obtained an unspecified high reading that did not correlate with the readings that the pt had been obtaining on the reported meter. She denied that the pt received treatment during the hospital visit. However, the reporter mentioned that the hospital performed a urinalysis and advised her to check the meter and test strips. Upon reviewing the meter's memory in the hospital, the reporter claimed that she saw results in the "400's" mg/dl. The reporter claimed that during the time of concern, the pt never got readings that high. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be associated with a severe injury after the meter started reading inaccurately low.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.